Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" inratio = 4.8; retest = qc?h; retest = 1.6. Pt self tester tested; inratio = 4.8. Husband retest pt self tester due to high result; qc?h. Husband retested pt self tester one more time; inratio = 1.6. All test performed using different fingers; tests were performed mins apart. Therapeutic range: 2-3.

Manufacturer narrative:
Investigation pending.